Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer's blood glucose were ranging from 50 mg/dl to 400 mg/dl. Customer reported that at one time blood glucose levels were going over 400 mg/dl due to infections. It was reported that customer treated with the insulin pump. Customer stated blood glucose levels, at one point, were 50 mg/dl due to not eating enough for amount of insulin given. Customer declined troubleshooting. No further action taken. Nothing further reported.